Event description:
The catheter was inserted in 2006. The catheter was secured with tape, tegaderm and steri-strips. The following month in an attempt to pull back the catheter and apply dressing, the distal end of the catheter broke. The catheter was removed by hand.